Event description:
It was reported to philips that the system failed to start up properly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a vascular diagnostic procedure. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported to philips. A philips remote service engineer (rse) spoke with the customer, who reported that the "button active" alarm was sounding during the system startup. Review of the system logs by the rse determined that the customer needed to release the fluro buzzer key active button on the system control module. The rse walked the customer through this process. After the button was released, the system was returned to use in good working order. The codes were updated based on the investigation outcome.